Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported shortness of breath and heart palpitations. Upon interrogation of the cardiac resynchronization therapy pacemaker (crt-p) it was noted that the device had reached elective replacement indicator (eri) three days prior and there was no capture at maximum output on all active leads in all configurations. It was noted that all leads "tested within normal limits" via analyzer and remain in use. The crt-p was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. The battery electrical resistance exceeds specification. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.